Event description:
Customer reports to have a blank display screen. Customer reports that after five battery changes screen returned. Customer reports to have a battery out limit alert. Customer also reports to have received a spanish anomaly alarm. Customer's blood glucose was 101 mg/dl. After troubleshooting, customer was advised that battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.